Event description:
Procedure: lap chloe with ico. According to the reporter: the surgeon put the gallbladder in the bag. When he went to pull the bag through the incision, the bottom of the bag broke. Gallbladder fell out. The surgeon removed stones from the gallbladder in order to reduce the specimen size. By doing this the surgeon was able to retrieve the specimen with his hands without extending the incision. No pieces of the device fell into the patient. No blood tissue. No harm to the patient. Operating room time was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).